Event description:
Device appears to be under sensing on the ventricular lead on all stored egms. Patient death: (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).